Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and haemorrhagic ovarian cyst ("complex ovarian mass/left ovary contains hemorrhagic cysts") in a 31-year-old female patient who had essure (ess205) (batch no. 508296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included thyroid disorder nos since (B)(6) and hypertension since (B)(6) . Concomitant products included ibuprofen, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) for pain. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) , the patient experienced dysgeusia ("metallic taste in her mouth"), rash ("skin rashes / rashes or skin conditions: type: rash"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse / dyspareunia"), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, 10 years 8 months after insertion of essure (ess205), the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant), uterine leiomyoma ("uterine fibroid"), leiomyoma ("leiomyoma"), adenomyosis ("adenomyosis"), smear cervix abnormal ("cervix with parakeratosis"), cervicitis ("cervix with cervicitis") and endometrial hyperplasia ("proliferative endometrium"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint aches") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy) and surgery (oophorectomy (bilateral removal of ovaries),). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, haemorrhagic ovarian cyst, abdominal pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia, mood swings, migraine, headache, nausea, vaginal discharge, uterine leiomyoma, leiomyoma, adenomyosis, smear cervix abnormal, cervicitis, abdominal pain lower and endometrial hyperplasia outcome was unknown, the back pain and dyspareunia was resolving and the dysgeusia, rash, arthralgia and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, cervicitis, dysgeusia, dysmenorrhoea, dyspareunia, endometrial hyperplasia, haemorrhagic ovarian cyst, headache, leiomyoma, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, smear cervix abnormal, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion then essure tubes in place appear to be total occlusive. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: uterine leiomyoma, adenomyosis, menstrual disorder, cervicitis, parakeratosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 31-year-old female patient who had essure (ess205) (batch no. 508296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thyroid disorder nos since 2016 and hypertension since 2015. Concomitant products included ibuprofen, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) for pain. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced dysgeusia ("metallic taste in her mouth / metallic taste in mouth"), rash ("skin rashes / rashes or skin conditions: type: rash"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced ovarian cyst ("other injuries or complications please describe: complex ovarian mass"), uterine leiomyoma ("uterine fibroid"), leiomyoma ("leiomyoma"), adenomyosis ("adenomyosis"), haemorrhagic ovarian cyst ("left ovary contains hemorrhagic cysts"), parakeratosis ("cervix with parakeratosis"), cervicitis ("cervix with cervicitis") and menstrual disorder ("proliferative endometrium"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint aches") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy (full), oophorectomy (bilateral removal of ovaries), salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia, mood swings, migraine, headache, nausea, vaginal discharge, ovarian cyst, uterine leiomyoma, leiomyoma, adenomyosis, haemorrhagic ovarian cyst, parakeratosis, cervicitis, menstrual disorder and abdominal pain lower outcome was unknown, the back pain and dyspareunia was resolving and the dysgeusia, rash, arthralgia and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, cervicitis, dysgeusia, dysmenorrhoea, dyspareunia, haemorrhagic ovarian cyst, headache, leiomyoma, menorrhagia, menstrual disorder, migraine, mood swings, nausea, ovarian cyst, parakeratosis, pelvic pain, rash, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion then essure tubes in place appear to be total occlusive. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: uterine leiomyoma, adenomyosis, menstrual disorder, cervicitis, parakeratosis. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (menorrhagia), hormonal changes describe: mood swings, migraines/headaches, nausea, pain, vaginal discharge, other injuries or complications please describe: complex ovarian mass, uterine fibroid, leiomyoma, adenomyosis, left ovary contains hemorrhagic cysts, cervix with parakeratosis and cervicitis, proliferative endometrium. Concomitant disease, lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), back pain ("back pain"), dysgeusia ("metallic taste in her mouth"), rash ("skin rashes"), arthralgia ("joint aches"), alopecia ("hair loss"), vaginal haemorrhage ("heavy vaginal bleeding") and dysmenorrhoea ("painful menstrual cycle"). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dyspareunia, back pain, dysgeusia, rash, arthralgia, alopecia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, rash and vaginal haemorrhage to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.